Event description:
Per the audiologist, the patient was not able to hear anything with the device. The auditory nerve test was positive and electrode was in correct position. No integrity test done. The patient's device was explanted in early 2009, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Cochlear attempted an electronic submission in 2009, unsuccessfully. Cochlear submitted paper submission three days prior and per FDA request, submitting electronically.